Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with altered mental status and atrial flutter. It was also reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.